Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor. Imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported that an overstitch ess was utilized during an endoscopic suture sculpt procedure on (B)(6) 2025, for the treatment of obesity and weight loss. During the procedure, the overstitch ess was unable to transfer the needle at exchange for multiple attempts which delayed the case 5 minutes. There appeared to be an alignment issue. The physician used forceps to grab the anchor and remove it from the needle driver. Once the anchor was removed, the physician was able to close the handle and remove the scope from the patient. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor. Imdrf code f2301 captures the reportable event of additional device required. Block h11: device evaluation summary: the overstitch ess was returned with the anchor exchange. Visual inspection identified that the working length was bent. This condition is most likely attributable to procedural factors, such as device handling and technique used by the physician (e.g., force applied during use), which may have resulted in the observed deformation. Microscopic evaluation confirmed that the anchor exchange successfully deployed, retrieved, and passed the anchor. The needle body was observed to be intact and not bent. Overall, aside from the bent working length, the device was in good condition and functioned as intended during testing. Due to insufficient objective evidence, the reported events of needle shaft failure to align, anchor exchange failure to retrieve anchor, and anchor exchange failure to pass anchor could not be confirmed. The reported event of prolonged episode of care and additional device required occurred during the procedure; however, a definitive cause for these events could not be established based on the available information. Based on the review of all compiled information, the most probable cause is determined to be device problem excluded.

Event description:
It was reported that an overstitch ess was utilized during an endoscopic suture sculpt procedure on (B)(6) 2025, for the treatment of obesity and weight loss. During the procedure, the overstitch ess was unable to transfer the needle at exchange for multiple attempts which delayed the case 5 minutes. There appeared to be an alignment issue. The physician used forceps to grab the anchor and remove it from the needle driver. Once the anchor was removed, the physician was able to close the handle and remove the scope from the patient. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.